Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low shock impedances of less than 20 ohms. At that time the physician opted to monitor the patient and no changes were made to the system. Over four years later the patient presented for follow up. It was noted that the patient had been lost to follow up. Upon interrogation a code 1004 and 1007 displayed along with a screen indicating the device battery had depleted. Boston scientific technical services (ts) was consulted and discussed that code 1004 indicated that the device was trying to deliver shock therapy and found a short circuit condition. The code 1007 indicated that the device couldn't charge to the desired energy in 45 seconds. Ts recommended immediate change out of the device and rv lead. A revision procedure was performed where gore covering on the rv lead was found to be damaged. During the procedure the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the implantable cardioverter defibrillator (ICD) identified tool marks on the case and header along with an arc mark on the back of the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a 21 joule shock was attempted. A 31 joule shock was then attempted which resulted in a shock impedance measurement of ¿n/r¿. A third shock was attempted and the device battery status moved to elective replacement indicator end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. It was also noted that only the proximal segment of lead was returned severed at approximately 17.5 cm from is-1 terminal pin. Visual inspection found that the trilumen insulation had abraded through both the distal and proximal high voltage cables at approximately 14 to 15 cm from the is-1 terminal pin. Analysis found that the abrasion appeared to rub against something-hard, possibly lead-on-can contact. It was noted that the gore part of lead was not returned.